Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up the physician noted several episodes classified as vt. In the physician option, in some cases, the atps were not efficient and neither the shocks. The physician decided to reprogram.